Manufacturer narrative:
Investigation summary: bd did not receive samples or photographs from the customer in support of this complaint. Therefore, 20 retained samples from the bd inventory were functionally tested and the issue of underfill was not observed. Bd was unable to confirm customers indicated failure mode based on the retained samples test results. No definitive root cause could be established for the reported defect. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported when using the bd vacutainer® 9nc 0.109m plus blood collection tubes that they are underfilling and being rejected by the lab. This event occurred 10 times. The following information was provided by the initial reporter. The customer stated: ¿citrate tubes are underfilling and being rejected by the lab.¿

Manufacturer narrative:
H.6. Investigation summary: bd did not receive samples or photographs from the customer in support of this complaint. Therefore, 20 retained samples from the bd inventory were functionally tested and the issue of underfill was not observed. Bd was unable to confirm customers indicated failure mode based on the retained samples test results. No definitive root cause could be established for the reported defect. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported when using the bd vacutainer® 9nc 0.109m plus blood collection tubes that they are underfilling and being rejected by the lab. This event occurred 10 times. The following information was provided by the initial reporter. The customer stated: ¿citrate tubes are underfilling and being rejected by the lab.¿